Event description:
The top of device slid down and bunched up behind there putting pressure on popliteal artery. Being an emt, I immediately remained it before damage could occur. The top strap does not hold the device in place. The top half of the brace slips down behind the knee, cutting off blood flow from the popliteal artery. Reduced circulation in extremity. Additional info: date the person first started taking or using the product on: (B)(6) 2013; date the person stopped taking or using the product on: (B)(6) 2013. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again?: didn't restart. Why was the person using the product: knee support.